Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s caregiver reported receiving an ¿unable to proceed¿ alert on the ilet device during a supply change while filling tubing. Multiple restarts were attempted, and a subsequent dry run completed without issue. A full supply change with new supplies was performed, and insulin delivery resumed. Replacement supplies were arranged. Blood glucose was not affected. No medical intervention was required.